Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed. The screen was blank upon powering on the cycler. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became operational. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
It was reported that a patients liberty select cycler went blank during an unknown phase of their peritoneal dialysis (pd) treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. There was no indicated adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Additional information was requested, however to date has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.